Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
Replace generator. It was reported the patient's ipg displayed the message "the generator has reached its end of service". As a result surgical intervention was undertaken during which the ipg was explanted and replaced. Surgical intervention addressed the issue.